Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results qc 1: 1.2 inr level 2 testing results qc 2: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results of 4.2 inr and 4.1 inr were observed on the incorrect date of (B)(6) 2011 in the meter¿s patient result memory. There was no third result of 4.1 inr on that date as alleged by the customer. The result of 1.9 inr was observed on (B)(6) 2011 and the result of 1.5 inr was observed on (B)(6) 2011. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.

Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6). At 12:16 pm, the meter result was 4.1 inr. At 12:16 pm, the repeat meter result was 4.1 inr. At 12:19 pm, the repeat meter result was 4.2 inr. Warfarin dose was held for four days due to this result. At an unknown time, the repeat meter result was 1.9 inr. At an unknown time, the repeat meter result was 1.5 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a weekly basis.

Manufacturer narrative:
The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.